Event description:
It was reported that the patient with this right ventricular (rv) lead had a recent shock episode that took five shocks to convert the rhythm. This rv lead had shock impedances trending gradually lower and was currently at 40 ohms. The rv pacing impedance was also trending low in the same timeframe. It was noted the rv pacing and shock impedances were programmed to use the rv distal coil. The patient underwent a non-invasive programmed stimulation (nips) procedure and failed two defibrillation threshold (dft) tests. The sensitivity was increased in this rv lead and the dft successfully converted the rhythm. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If pertinent information is provided in the future, a supplemental report will be submitted.